Manufacturer narrative:
Correction: it was revealed that the device became inoperable following 3.0 tesla MRI. This event was incorrectly reported under 1627487-07/07/2023-001-c as it does not belong to the recall. Based on the information received, the cause of the reported incident is consistent with not following the included guidance and directions for use of the ipg before, during and after an MRI scan.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient controller was unable to disable MRI mode. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. Actions have been taken to prevent reoccurrence